Event description:
My son uses omnipod disposable insulin pumps. They have adhesive that attaches the pod to the back of his arm for 3 days. Because of the skin reaction he has, we're only able to keep it on for 2 days and even that produces an itchy, red rash. There have been times when it was left on for 3 days that my son would get weepy bumps with the rash. We have been trying different things for at least a year to find something that will solve this problem. He has to have insulin to live and doesn't like doing individual shots so the pump is the best bet for him. However, it's difficult to see scabs and scars all over his arms because of the rash he gets. He also gets major infections from it at least twice a year but that may just be the price that comes from inserting something into his body so often. FDA safety report ID# (B)(4).